Manufacturer narrative:
There was no patient involvement.the heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6).a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective patient pump. The pump was replaced and the problem was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.the most likely root cause of the reported event is a bearing damage probably due to environmental conditions in which the pump worked, such as condensation, humidity and high temperatures.if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a heater-cooler system 3t patient pump malfunction during service.there was no report of patient injury.